Event description:
The pt is reportedly experiencing irritation at the implant site. The pt has not used external equipment due to the skin being sensitive. The pt is taking medicaments (type unk) against the inflammation process. Surgery to close the pt's wound will be scheduled.